Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel boots to a windows screen with a bit locker error. As the arctic sun device was not under warranty, stated they would provide a quote for depot repair. Customer also requesting 2000-hour service. Per sample evaluation results on 29sep2025, wheel detached from unit due to insufficient clamping force between the nut and threads. Power cord insulation damaged. Per sample evaluation results on 30sep2025, the tank seals were found to be worn and were replaced. Per sample evaluation results on 08oct2025, test mixing pump installed during decon.

Event description:
It was reported that the control panel boots to a windows screen with a bit locker error. As the arctic sun device was not under warranty, stated they would provide a quote for depot repair. Customer also requesting 2000-hour service. Per sample evaluation results on (B)(6) 2025, wheel detached from unit due to insufficient clamping force between the nut and threads. Power cord insulation damaged. Per sample evaluation results on (B)(6) 2025, the tank seals were found to be worn and were replaced. Per sample evaluation results on (B)(6) 2025, test mixing pump installed during decon.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was not performing to specification causing device not to cool. Mixing pump was serviced during the pm process. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.